Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for follow up in clinic,device interrogation revealed high impedance on right ventricular(rv) lead. Multiple lead noise reversion episodes were noted. Lead revision was discussed. The patient did not experience any adverse consequences.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2019 due to fracture. The patient was stable.